Event description:
It was reported that the patient presented for a routine pacemaker interrogation. Upon interrogation, noise was detected on the right atrial lead. The noise was reproducible with isometric test. No intervention was performed. No patient consequences were noted.

Event description:
New information received notes that the asymptomatic patient presented to the clinic for a routine device check. Upon interrogation, episodes of automatic mode switch caused by noise oversensing were noted on the right atrial lead. No intervention was performed. The patient would continue to be monitored. The patient was in stable condition.